Manufacturer narrative:
On 02-dec-2015 product investigation results: reporter returned 1 toothbrush handle in oct-2015. Product investigation revealed cause of failure to be external force. No plant or design cause identified based on investigation.

Event description:
Stomach problems [gastric disorder]; throat is bad [pharyngeal disorder]; heartburn [dyspepsia]; little rod broke off / toothbrush was broken [device breakage]; it's possible I swallowed it - part of brushhead [accidental device ingestion]; (it's possible I) swallowed it - part of brushhead [exposure via ingestion]. Case description: a male consumer, age unspecified, reported using oral-b power rechargeable toothbrush handle pro cross action 3764 model d36 with an oral-b brushhead, version unknown and two months ago the little rod broke off, and now he is having stomach problems. He stated that he does not think that the rod is the cause of his stomach problems because the rod was still properly in the brush. The case outcome was not recovered/not resolved. No further information was provided. On (B)(6) 2015 consumer follow-up: the consumer reported that he went to the hospital yesterday, (B)(6) 2015, because his throat is so bad. He stated that he did not think it was caused by the toothbrush but that "it is coming from somewhere". He reported that it could also be caused by something else, that he gets heartburn and there must be something causing this. He stated that the toothbrush has not been dropped but he has not been able to find the part/rod anywhere. He described how he was brushing his teeth and suddenly only had the brush head in his mouth. He stated that then he noticed, after comparing it with the others, that it had broken off and the toothbrush was broken. He reported that he does not know where or when this happened, but he could not find anything so it is possible that he swallowed it. He stated that his ailments started at the time when it broke off, and so there could be a connection. He reported that the examinations he has had are not very nice, and have included a tube to see what is wrong. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2015 consumer follow-up: the consumer reported that he was going for an examination at the hospital tomorrow, (B)(6) 2015. He stated that he thought the chance was small, but it seemed a coincidence that his complaints started after the incident with the toothbrush. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2015 consumer follow-up: the consumer reported that the examination was successful but he did not know the results as of yet. The case outcome remained not recovered/not resolved. No further information was provided. 02-dec-2015 product investigation results: reporter returned 1 toothbrush handle in oct-2015. Product investigation revealed cause of failure to be external force. No plant or design cause identified based on investigation.

Manufacturer narrative:
On 02-dec-2015 product investigation results: reporter returned 1 toothbrush handle in (B)(6)2015. Product investigation revealed cause of failure to be external force. No plant or design cause identified based on investigation.

Event description:
Stomach problems [gastric disorder]. Throat is bad [pharyngeal disorder]. Heartburn [dyspepsia]. Little rod broke off / toothbrush was broken [device breakage]. It's possible I swallowed it - part of brushhead [accidental device ingestion]. (It's possible I) swallowed it - part of brushhead [exposure via ingestion]. Case description: a male consumer, age unspecified, reported using oral-b power rechargeable toothbrush handle pro cross action 3764 model d36 with an oral-b brushhead, version unknown and two months ago the little rod broke off, and now he is having stomach problems. He stated that he does not think that the rod is the cause of his stomach problems because the rod was still properly in the brush. The case outcome was not recovered/not resolved. No further information was provided. On (B)(6) 2015 consumer follow-up: the consumer reported that he went to the hospital yesterday, (B)(6) 2015, because his throat is so bad. He stated that he did not think it was caused by the toothbrush but that "it is coming from somewhere". He reported that it could also be caused by something else, that he gets heartburn and there must be something causing this. He stated that the toothbrush has not been dropped but he has not been able to find the part/rod anywhere. He described how he was brushing his teeth and suddenly only had the brush head in his mouth. He stated that then he noticed, after comparing it with the others, that it had broken off and the toothbrush was broken. He reported that he does not know where or when this happened, but he could not find anything so it is possible that he swallowed it. He stated that his ailments started at the time when it broke off, and so there could be a connection. He reported that the examinations he has had are not very nice, and have included a tube to see what is wrong. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2015 consumer follow-up: the consumer reported that he was going for an examination at the hospital tomorrow, (B)(6) 2015. He stated that he thought the chance was small, but it seemed a coincidence that his complaints started after the incident with the toothbrush. The case outcome remained not recovered/not resolved. No further information was provided. On (B)(6) 2015 consumer follow-up: the consumer reported that the examination was successful but he did not know the results as of yet. The case outcome remained not recovered/not resolved. No further information was provided. On 02-dec-2015 product investigation results: reporter returned 1 toothbrush handle in (B)(6)2015. Product investigation revealed cause of failure to be external force. No plant or design cause identified based on investigation. On (B)(6) 2015 received consumer relations internal activity: it was reported that nothing significant showed up on the consumer's scans, but that he still was experiencing stomach issues and heartburn. Follow-up tests would be done. The case outcome remained not recovered/not resolved. No further information was provided.